Event description:
It was reported that during a prostate procedure, the surgical fiber's tip was damaged at 80.0 joules of use. The case was completed using a second fiber without further issue. There was no injury reported.

Manufacturer narrative:
Fiber analysis: the fiber cap was found to be drilled through and exhibited detritus, char and devitrification. The drilled through fiber cap condition could result in a forward firing condition of the side-firing surgical fiber. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.